Event description:
Reporter alleged the lancet needle that is apart of the softclix plus lancet system used in finger-stick blood glucose testing would not retract. The location of the alleged incident was not provided. As a result, no actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.